Event description:
There are no additional details regarding this event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: australia.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Initial reporter telephone number: (B)(6).

Event description:
It was reported outside of surgery, the ratchet handle was not attaching to the mesher and was not able to perform the up and down motion. No harm or delay were noted. Due diligence is complete and there is no additional information available. No adverse event is associated with this malfunction.